Event description:
It was reported that the perforator bit would not stop after passing through the skull. No further information was provided.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information has not been provided to permit further investigation. If the product is returned, a follow-up MDR will be submitted. Device discarded